Event description:
It was reported that packaging error occurred during use with a 20ml luer lok syringe. The following information was provided by the initial reporter, "or is complaining that the packaging has changed on this syringe and that now when they open it the paper cover is creating lint on the sterile field. Are there other packaging options I can look at? Have you received questions from any other hospitals?"

Manufacturer narrative:
H.6. Investigation: one blister pack with no product received for investigation. The sample sent by the customer is open and in this paper residues adhered to the seal can be observed, this defect can be generated by a variation of the parameters in the sealing process (pressure and temperature), or by the opening technique. Additionally, a ¿clean opening¿ test is performed on twenty retention samples, no defect observed, results were compliant. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect was not confirmed and the root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging error occurred during use with a 20 ml luer lok syringe. The following information was provided by the initial reporter, "or is complaining that the packaging has changed on this syringe and that now when they open it the paper cover is creating lint on the sterile field. Are there other packaging options I can look at? Have you received questions from any other hospitals?"